Event description:
It was reported that a patient received discrepant results when tested with 2 coaguchek xs meters, serial numbers (B)(4) (with test strip lot 51508823, expiration date = 31-jul-2022) and (B)(4) (with test strip lot number 56561321, expiration date = 31-may-2023). Meter serial number (B)(4) is used by the patient's trainer and meter serial number (B)(4) is used by the patient. It was also reported that the patient received errors when testing with meter serial number (B)(4). A first error, error 5, indicates an error applying blood to the test strip. A second error, error 6, indicates interference with the test strip as it may have been touched or removed during the test. At 2:20 p.m., a sample from the patient was tested using meter serial number (B)(4) with test strip lot 51508823, resulting in a value of 8.0 inr. At 2:25 p.m., a sample from the patient was tested using meter serial number (B)(4) with test strip lot 56561321, resulting in a value of 4.4 inr. Only the value of 4.4 inr was reported to the patient's doctor. The patient's warfarin dosage was held for 24 hours. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once per week.

Manufacturer narrative:
The meters and test strips were requested for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Meter serial number (B)(4) was returned for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.4 inr qc 2: 5.3 inr qc 3: 5.6 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Per product labeling: "the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) may lead to prolonged clotting times, i.e., they may cause false-high inr values. If you have or suspect that you have apas, discontinue testing until you discuss with your physician." It was alleged the patient received error 5 when testing with meter serial number (B)(4). A review of the meter's error log revealed that error 5 occurred on (B)(6) 2022. This error occurs when the applied sample volume is insufficient or when sample detection is uncertain. Generally, this is caused by wrong handling, or by meter contamination. It was alleged the patient received error 6 when testing with meter serial number (B)(4). A review of the meter's error log revealed that error 6 occurred on (B)(6) 2022. This error occurs when the test strip is wet or had been previously used. Generally, this is caused by wrong handling or wrong storage of test strips. Meter serial number (B)(4) and all affected test strips have not been returned for investigation. If the product is returned in the future, a follow up report will be submitted. Occupation - the occupation is patient/consumer.